Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the patient received multiple inappropriate shocks as a result of t-wave oversensing. Reprogramming to adjust the sensitivity was performed.

Event description:
It was reported that the patient's electrogram showed t-wave oversensing. The right ventricular [rv] lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).